Event description:
It was reported that the customer was in the hospital and the nurse stated that the customer requested assistance regarding the softsets infusion sets used with the pain pumps. Customer needed a set that will work with the cad prism pump and also needed a type of needle protector to protect from needle sticks. It was stated that the infusion sets that the hospital ordered are the quicksets and they leak at the connection due to either the pressure or the reservoir diameter. Customer was advised on the different infusion set options. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.